Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing planned treatment. The procedure was completed as planned by using the same system as it was not down at the time of event. The philips remote service engineer (rse) examined the system remotely and confirmed that the system's uninterruptable power supply was giving battery failure messages, which can impact booting. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found some issues with ups unit and requested onsite support advising to bypass the ups unit. To resolve the issue, the philips field service engineer (fse) removed the ups connections from the power distribution unit (pdu) and bypassed the ups using a direct cable connection. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the system functionality is still available and the procedure can be completed on the same system with no or minimum delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's uninterruptable power supply was giving battery failure messages, which can impact booting. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.